Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient ¿thought that the leads were pulling out of the external neurostimulator during her trial.¿ it was noted that the patient¿s physician ¿checked the leads and they were in place¿ and that ¿no issue was found with her leads.¿ it was stated there patient experienced ¿no interruption to her therapy¿ and the ¿trial went well.¿ the patient was noted to have been permanently implanted on (B)(6) 2013.

Event description:
It was reported that during a trial the patient's "wires coming out of them and were starting to break off of the thing." No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). It has been decided the patient's statement of the "wires coming out of her" is not an allegation, but instead a description of the trial leads that normally come out of a patient. The patient's complaint is against the leads "starting to break off" of their external neurostimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).